Manufacturer narrative:
(B)(4). The field service engineer determined that the problem was caused by flat detector failure due to coolant leakage. The coolant most likely has caused electrical damage to the flat detector. He replaced the parts, this resolved the problem.

Event description:
The customer reported that there is no image during fluoroscopy and cine.